Event description:
It was reported to manufacturer, by facility. Per facility a patient was in the bed when the bari-10a bed was electrically charged at the hand rails. Per facility "required intervention to prevent permanent impairment/damage". [Facility would not explain this comment or give patient information]. Per facility, the bed was immediately unplugged and the patient was transferred to a different bed. Facility stated they investigated the cause of the electrical shortage and found that the line cord was hung over the upper bed rail right side and when the bed rail was lifted, it scissor cut the line cord in two spots causing an electrical short to the bed frame. Manufacturer tried to re-create this scenario, as stated, [once in the showroom and once on the assembly line using a bari-10a bed] and could not get the bed cord and or the pendant cord to get caught to cut it when the bed rail was lifted! The cord simply slides off the side rail. Facility stated the solution is to physically secure the bed electrical cord to the undercarriage of the bed with tie wraps. The manufacturer already does that during the assembly process!